Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. The malfunctions described in b5 in this report were reported in a duplicate regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the additional low flow alarm, additional occurrences of controller losses of power and controller not recognizing the battery associated with vad stops and motor starts did not occur with the use of this controller.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range. Low flow alarms, and controller losses of power. It was also reported that the controller did not recognize the battery that was in use, and if the other power source was changed, the controller would lose power and the ventricular assist device (vad) would stop.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed motor start events recorded on 03/jan/2010 at 19:03:19, on 06/jan/2010 at 21:56:55, on 08/jan/2010 at 18:31:49, on 13/jan/2010 at 18:29:11, on 15/jan/2010 at 18:36:55, on 18/apr/2024 at 05:11:54, on 21/apr/2024 at 08:02:02, on 21/apr/2024 at 09:06:21, on 09/may/2024 at 10:10:39, on 17/may/2024 at 06:37:01, on 20/may/2024 07:02:01, and on 24/may/2024 at 07:05:12, in which the motor start parameters were atypical. Log file analysis also revealed intermittent decreases in estimated flows within the analyzed period and thirteen (13) low flow alarms logged since (B)(6) 2024. Log file analysis associated with (B)(6) revealed two (2) controller power up events with associated pump start events were logged on 18/apr/2024 at 05:11:49 and 09:06:17, indicating losses of power. The data point prior to the first loss of power revealed that the power adapter was connected to power port one (1) and that bat (B)(6) was c connected to power port two (2) with 52% relative state of charge (rsoc). The data point after the first loss of power revealed that bat (B)(6) was connected to power port one (1) and bat (B)(6) was connected to power port two (2). The data point prior the second loss of power revealed that the power adapter was connected to power port one (1) and bat (B)(6) was connected to power port two (2) with 88% rsoc. The data point after the second loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for ten (10) seconds and nine (9) seconds, respectively. No anomalies were recorded leading up the losses of power. Review of the alarm log file revealed one (1) controller fault alarm was logged on (B)(6) 2024 at 09:44:44, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed two (2) vad disconnect alarms were logged on (B)(6) 2024 at 12:20:29 and 12:21:14, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 08:01:47, indicating that the controller was powered on without the driveline connected. As a result, the reported low flows, atypical motor start parameters, vad disconnect alarms, losses of power and controller fault alarm events were confirmed. The reported ¿power source not recognized event¿ could not be confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported inability of the controller to recognize the power sources may be attributed, but not limited, to a faulty internal component and/or damaged connectors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged and during the controller exchange there was an unexpected of loss of power. The ventricular assist device (vad) exhibited low flow and vad disconnect alarms and review of log file data revealed a motor start event with parameters outside of typical range. This vad is included in the subgroup 3 population for delay or failure to restart. The vad remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: ;additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1425  / catalog #:  1425 / expiration date: 31-mar-2021 / serial or lot#:  (B)(6) UDI #: (B)(4) d9: no  h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-mar-2020  h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Revised product event summary: the ventricular assist device (vad) ((B)(6)) and the controller ((B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 03/jan/2010 at 19:03:19, on 06/jan/2010 at 21:56:55, on 08/jan/2010 at 18:31:49, on 13/jan/2010 at 18:29:11, on 15/jan/2010 at 18:36:55, on 18/apr/2024 at 05:11:54, on 21/apr/2024 at 08:02:02, and on 21/apr/2024 at 09:06:21, in which the motor start parameters were atypical. Log file analysis also revealed intermittent decreases in estimated flows within the analyzed period and thirteen (13) low flow alarms logged since 13/mar/2024. Log file analysis associated with (B)(6) revealed two (2) controller power up events with associated pump start events were logged on 18/apr/2024 at 05:11:49 and 09:06:17, indicating losses of power. The data point prior to the first loss of power revealed that the power adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2) with 52% relative state of charge (rsoc). The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior the second loss of power revealed that the power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 88% rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for ten (10) seconds and nine (9) seconds, respectively. No anomalies were recorded leading up the losses of power. Review of the alarm log file revealed one (1) controller fault alarm was logged on 21/apr/2024 at 09:44:44, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed two (2) vad dis connect alarms were logged on 21/apr/2024 at 12:20:29 and 12:21:14, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported low flows, atypical motor start parameters, vad disconnect alarms, losses of power and controller fault alarm events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.